Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed that it was due handling of the device with external stress applied after handling the device after delivery of the device in the facility. The events can be detected/prevented in accordance with the following instructions for use: gif/cf/pcf-260 series, operation manual, chapter 3 ¿preparation and inspection¿, section 3.8 ¿inspection of the endoscopic system¿, ¿¦ inspection of the air-feeding function¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during reprocessing of the evis lucera elite gastrointestinal videoscope, the cleaning brush got caught at a point of 15-20cm between the suction port and the tip. It was reported that the intended diagnostic procedure was completed with the same device without delay. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, it was found that there was a foreign object inside the nozzle, and residual liquid or foreign matter came out of the forceps channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
Due to the nature of the reportable event (foreign material found in the nozzle), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: the device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it was unknown what the foreign material was that adhered to the device, also there was no delay in the start of the pre-cleaning, the endoscope was immersed in detergent solution, the customer flushed the air/water nozzle with water and air, the nozzle was cleaned with lint-free cloths/brushes/sponges and the customer brushed the instrument channel, instrument port, and suction cylinder. There were no abnormalities in the accessories used for reprocessing. The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to clogging of the channel tube, the channel cleaning brush could not be inserted smoothly; the forceps channel port was shaved; the adhesive on the bending section cover had a crack; due to the wear of the angle wire, the play of the up/down knob was out of the standard value; due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value; due to dirt on the objective lens, the image had a partially dark area. The objective lens, the protector of the universal cord on the switch connector side, the scope connector cover, the forceps lever, the image guide protector, the up/down knob, and the probe cover, right/left knob, scope cover, scope connector, the universal cord, the grip, the switch box, and the control unit, all revealed a scratch. It is most likely that the reported event was due to insufficient cleaning. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.